Manufacturer narrative:
Ni

Event description:
An experienced healthcare worker (hcw) reported a reaction of an itchy rash on her hands, flushed face, headache, and a fuzzy head after using disopa to reprocess instruments. The hcw was treated by a doctor on (B)(6), 2010, who prescribed a topical cream for the hand rash. The other symptoms were in remission. The hcw wore gloves, goggles, mask, and gown. The processing room has six windows and was reported to be well ventilated. Use of the disopa in combination with endoclens-d in the asp automatic endoscopic reprocessor (aer) was started on (B)(6), 2010. Prior to that date, the disopa was used with two covered trays. The hcw is also known to use peracetic acid and hypochlorous acid.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis, system hazard use misuse analysis, health hazard analysis and CAPA. Complaint history trending for disopa solution for the problem of allergic symptoms and headache found the overall trend has been below the upper control limit. Batch record review of disopa was not possible since the lot number was unknown. The fmea (failure mode effects analysis) score for user allergic symptoms and headache is below the threshold of (B)(4). The shuma (system hazard use misuse analysis) for user allergic symptoms and headache was identified and assessed as a (B)(4) - broadly acceptable risk. The hhe (health hazard evaluation) was reviewed for similar symptoms and the hazard/risk index indicates the associated risk is none/negligible. A CAPA was opened to investigate hcw reports of human reaction symptoms while working with cidex opa solution. The investigation determined that inadequate ventilation and/or possibly user related issues were contributing to the majority of these reported human reaction symptoms. (B)(4). Disopa is similar to cidex opa solution sold in the united states. The facility will continue using endoclens and disopa. The initial report stated that the processing room has six windows and was reported to be well ventilated. However, the air exchanges had not been measured. The facility stated a ventilation system was scheduled for introduction. This information suggests that inadequate ventilation contributed to the reported event.